Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the posterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by bent and flattened posterior cuff tabs. Cuff-to-needle tip detachment would result in a failure to retrieve the suture and could appear very similar to the reported cuff miss. The reported cuff miss/suture retrieval issue is confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.